Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It was found that the product met specifications. No repairs were made for the reported issue. The pump/system had a high rate. The circ/mixing pump, heater and both drain ports were replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review was not required as the reported event was unconfirmed. As the reported issue was unconfirmed, the labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had no water circulation. Per follow-up information received via ibc on 04aug2021, stated that this failure happened while the therapy. Patient switched to a different device and completed therapy on same device. Device was repaired at crs medical and issue resolved. Per sample evaluation, the pump/system had a high rate

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that arctic sun device had no water circulation.